Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during creation of arteriovenous fistula by direct arteriovenous anastomosis, the clip applier misfired and caused the vessels to bleed.